Manufacturer narrative:
Investigation: investigation summary: three samples were received at the columbus plant for evaluation. All three barrel label samples confirm the lot# 7079981. The three samples have the tip cap, plunger rod-stopper and saline in them. All three samples have the barrel flange broken/damaged. Possible root cause could be a process variation at the plunger rod labeler equipment. This is the first complaint to the batch 7079981 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7079981 during this production run. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. Possible root cause could be a process variation at the plunger rod labeler equipment.

Manufacturer narrative:
Initial reporter phone#s: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wings on a 10 ml bd posiflush¿ sp syringe we broken before use. This is the fourth batch that has been affected. No injury or medical intervention.